Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture on the needles when the plunger was removed¿ was confirmed as a needle-cuff disengagement. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage, hypotention and dissection are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a transcatheter aortic valve replacement procedure using a 6f sheath. Reportedly, no suture was attached when the plunger was removed. The lever was lowered and the foot plate closed; however, the proglide device became stuck during removal. The suture was seen coming out from the proximal guide. A portion of the suture was pulled out using hemostats allowing for the suture to be cut with the suture trimmer. The proglide device was then able to be removed as a single unit with no separation noted. A dissection occurred, the patient became hypotensive and hemoglobin dropped. Balloon tamponade was performed to treat the dissection and a covered stent was deployed to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.